Event description:
During the internal fixation of an intertrochanteric, subtrochanteric fx fracture with a trochanteric interlocked, intramedullary nail, the nurse noticed the tip of the guide pin was not intact. Surgeon was notified. The tip identified but was unable to be retrieved.